Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The insulin pump passed both self test and displacement test. The customer declined troubleshooting for low blood glucose. It was unknown if the customer was using auto mode at the time of event. The customer received change sensor and calibration not received alert. The insulin pump will not be returned for analysis.